Event description:
Caller reported experiencing continued intermittent occlusion alarms. Despite these issues, there was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge and resumed insulin.